Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (B)(4) received a complaint from the (B)(6) stating that a m525 f50 lost complete functionality during surgery due to the mdc (medical device controller board) failing. The light went out and it was not possible to restart the device. There was no patient injury. The procedure was completed with another device.

Manufacturer narrative:
This is a final report. An investigation of the reported incident was conducted. Tests on the affected mdc (medical device controller board) confirmed the malfunction described - total loss of function due to failure of the mdc. There is no visible damage to any component on the mdc. An electrical / electronic component on the mdc board has been determined to be defective, most likely an ic or microcontroller. It was not possible to determine exactly which component was defective. The root cause identified for the observed issue is a defective electrical / electronic component of the mdc board. Based on the investigation performed, the review of the complaint database with no identical issues in a timeframe of 3 years, service history and repair of the device (replacement of mdc board), the problem can be considered an isolated event with no indication of an adverse trend. Considering the age of the device it can be concluded that wear and tear contributed to the issue. The affected mdc board was replaced.